Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient may undergo surgical intervention for an ipg replacement. Further information is currently unknown.

Event description:
Additional information revealed that the patient was experiencing discomfort at the ipg site due to placement of the ipg. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was repositioned, explanted and replaced. Postoperatively, the discomfort has resolved.

Manufacturer narrative:
H6 - adverse event problem - corrected clinical, health impact and device codes to reflect pain at the ipg site. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.